Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of inappropriate anti-tachycardia pacing (atp) and 2 electric shocks for what appeared to be atrial arrhythmia. Technical services (ts) reviewed the data and discussed adjusting post-ventricular atrial refractory period (pvarp) would not help with ventricular rate being greater than atrial rate. Ts also confirmed that there was evidence of both appropriate therapy and appropriate therapy inhibition in past episodes. Ts left device reprogramming decision on physician's discretion. This ICD device remains in service and no additional adverse patient effects were reported.